Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The same patient's sample was reanalyzed two additional times on the same access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system and recovered within the customer's normal reference range. The results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. Calibration, quality control (qc) and system check parameters met assay and system specifications. The sample was collected in a rapid serum tube (rst) and centrifuged for ten (10) minutes at 3000g (g force) at 15-25 degrees centigrade. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a system check and a high sensitivity (hs) system check which met specifications. No system or hardware issues were identified as contributing to this event. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.